Event description:
The daughter of a (B)(6) old female pt called zoll customer support to report that the pt's battery charger kept restarting. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) was confirmed. Upon investigation the charger/modem was not recognizing a battery and was resetting. Contamination was found between pins in the battery connector on the battery interconnect pca board. The root cause of the contamination could not be positively determined but was likely liquid ingress. No adverse event resulted from the contaminated connector. The pt received a replacement battery charger/modem.